Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient¿s stimulator wasn¿t helping. They weren¿t able to turn it up past 10.0 ma on any group; at that level, they would get the error that desired intensity is not available. They were going to be seen the next week for evaluation of the device. On 2018-07-18, the rep stated that the patient was scheduled to be seen on (B)(6) 2018. No further complications were reported or anticipated. Additional information from the manufacturer representative (rep) reported they had no new information. Additional information from the manufacture representative (rep) reported on january 17th the patient was seen, she was not able to turn the stimulator up past 10ma due to abdominal stimulation. The patient would have to consult with the healthcare professional (hcp) to discuss the next steps. There were no further complications that have been reported as a result of this event. Additional information was received from a manufacturer representative. It was reported that no cause was determined and the patient was being scheduled for a reprogramming. No further complications were reported/anticipated. Additional information was received from the consumer 2019-08-16. It was reported the device has never worked for the patient. Caller states when they tried it, they were feeling it in the ribs, not their back, and no one listened to her. Caller states she told the doctor 3 times. The patient met with the healthcare provider (hcp) and reps to 'tweak' it, but never got it to work right. The patient requested a list of physicians who explant devices. No further complicat ions were reported/anticipated. Additional information was received from a consumer regarding the patient. It was reported that the patient had not used the implantable neurostimulator in about a year and now needs to have an MRI done on the day of the report, and the patient controller screen was showing no device found. The patient stated that the implantable neurostimulator was dead. The patient did not have their recharger with them in order to charge the implantable neurostimulator. The patient had not used the implantable neurostimulator in about a year because it has not worked correctly. The patient was looking to connect to the implantable neurostimulator to get MRI compatibility information, and to put it into MRI mode as the patient needed an MRI of the stomach due to having stomach pain. There were no further complications reported. Additional information was received from a patient and manufacturing representative. The patient reported that they never had pain relief since implant and is electing for explant. It was mentioned that surgical intervention was planned, but not yet scheduled. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2018-07-06e1, e2, e3 (rep, con): information was received from a consumer (con) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient¿s stimulator wasn¿t helping. They weren¿t able to turn it up past 10.0 ma on any group; at that level, they would get the error that desired intensity is not available. They were going to be seen the next week for evaluation of the device. On 2018-07-18, the rep stated that the patient was scheduled to be seen on (B)(6). No further complications were reported or anticipated. 2018-11-26 e4 (rep): additional information from the manufacturer representative (rep) reported they had no new information. 2019-01-22 e5 (rep): additional information from the manufacture representative (rep) reported on january 17th the patient was seen, she was not able to turn the stimulator up past 10ma due to abdominal stimulation. The patient would have to consult with the healthcare professional (hcp) to discuss the next steps. There were no further complications that have been reported as a result of this event. 2019-mar-05 e6 (rep): additional information was received from a manufacturer representative. It was reported that no cause was dete rmined and the patient was being scheduled for a reprogramming. No further complications were reported/anticipated. 2019-08-16 (B)(4): additional information was received from the consumer 2019-08-16. It was reported the device has never worked for the patient. Caller states when they tried it, they were feeling it in the ribs, not their back, and no one listened to her. Caller states she told the doctor 3 times. The patient met with the healthcare provider (hcp) and reps to 'tweak' it, but never got it to work right. The patient requested a list of physicians who explant devices. No further complications were reported/anticipated. 2019-oct-22 (B)(4): additional information was received from a consumer regarding the patient. It was reported that the patient had not used the implantable neurostimulator in about a year and now needs to have an MRI done on the day of the report, and the patient controller screen was showing no device found. The patient stated that the implantable neurostimulator was dead. The patient did not have their recharger with them in order to charge the implantable neurostimulator. The patient had not used the implantable neurostimulator in about a year because it has not worked correctly. The patient was looking to connect to the implantable neurostimulator to get MRI compatibility information, and to put it into MRI mode as the patient needed an MRI of the stomach due to having stomach pain. There were no further complications reported. 2020-02-14 (B)(4): additional information was received from a patient and manufacturing representative. The patient reported that they never had pain relief since implant and is electing for explant. It was mentioned that surgical intervention was planned, but not yet scheduled. No further complications were reported or anticipated.